Event description:
It was reported that the patient committed suicide and it was unknown whether it was related to the dbs or not. The patient¿s parkinson¿s disease was reported as having gotten much worse. It was also reported that the patient was experiencing side effects from the deep brain stimulation (dbs), including depression and restless leg syndrome. It was noted that multiple programming sessions were attempted and medications were addressed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va05sek, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) model# 37603, serial# (B)(4) found no anomaly. Analysis of the extension model# 3708660, serial# (B)(4) found no significant anomaly. The extension body was cut through and the product was segmented.